Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would occasionally stop during the procedure. The user stated, the pump cover was misaligned and they were able to realign the cover, so the case could be completed with the device. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.